Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that there was missing ke45 adhesive on the forceps cover and peeling of the adhesive around objective lens were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for this damages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.